Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a temperature alarm during basal delivery that could not be cleared. The customer's blood glucose level was 201 mg/dl. The customer was to temporarily revert to insulin injections to manage diabetes.